Event description:
The team used a new refinity sled and could not acquire an image from the refinity ivus catheter. The team switched to the old volcano sled with no success. A new refinity ivus catheter was used successfully. There was no harm to the patient. Manufacturer response for catheter, volcano refinity short tip ivus (per site reporter) per report, manufacturer notified.